Event description:
It was reported that a flogard infusion pump had an f-94 alarm. The issue occurred without patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The f-94 alarm was recorded when the device was turned on and the problem was confirmed. The cause of the alarm was determined to be swollen main batteries. To correct the condition, the main batteries were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.